Event description:
End-user reported that approximately two (2) weeks ago, they developed a 'splotchy, red, flat non-open rash on skin that has intensified in red color progressively. It is reported that end-user has been using product since (B)(6) 2013.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated appliance is removed and then applies allkare adhesive remover and unisolve remover, then usually showers and washes with dial soap and water then rinses and dries. End-user stated that if not showering, she will occasionally use baby wipes to cleanse skin, then dries then applies a no-sting barrier and allows to air dry and cuts to fit and applies. In addition, end-user states that she has used eakin cohesive seals on occasion. The frequency of changing the appliance was discussed with end-user. Lastly, a modified stomahesive product has been sent to end-user for trial. On (B)(6) 2013, a review of the batch record for the identified lot number was performed. Results showed that product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging, and found no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue. In addition, complaint issue was evaluated by site of manufacturer and medical regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assessment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. Adverse event monitoring will continue to be performed. A returned sample was not expected for this complaint. No additional information is expected. Reported to the FDA on (B)(4) 2013.